Event description:
It was reported that the tips of two 2mm micropituitaries were broken during use in surgery. All broken pieces were retrieved. No pt complications were reported.

Manufacturer narrative:
The two devices were returned to medtronic for eval. Visual examination of the first device found that the dynamic upper shaft is broken at the pin location suggesting the use of excessive force. Visual examination of the second device found that the bottom static shaft was bent and the pin was missing suggesting torque was applied to the instrument. A review of the device history records found no documentation to indicate a non-conformance to spec.